Event description:
The report states, "this pump failed on startup and switched to another pump no patient involvement."

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "this pump failed on startup and switched to another pump no patient involvement."

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was an ac2 pump assembly (p/n: 77-3200-001, s/n: (B)(6). Visual inspection of the sample was performed, and no abnormality was noted. The returned pump assembly was installed into a known good ac2 for functional testing. The pump was successfully powered up. Pumping was initiated. A grinding noise was noted from the pump assembly. A leak test was performed and passed. The pump alarmed system error 3 (5) approximately 3 hours after pumping was initiated. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the grinding noise noted. It was noted the grinding sound appeared to be coming from the lead screw which drives the bellows. No closer inspection to what was causing the grinding sound could be completed. A device history record (DHR) review was conducted for the iabp serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of system error 3 alarm is confirmed. The pump alarmed a system error 3 (5) during the complaint investigation. A griding noise was noted from the pump assembly consistent with a motor/lead screw malfunction. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the motor/lead screw malfunction. The root cause of this complaint is undetermined. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.